Manufacturer narrative:
A partial lead with only connector portion was returned for patient death. Electrical testing did not find any indication of conductor fractures. All damages noted were sustained during the explant procedure. The lead was otherwise normal. Required intervention" was marked in error, in place of "death", in the initial report. This report notes the appropriate selection.

Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the patient deceased due to sudden cardiac death. There was no known allegation that the device caused or contributed to the death.